Event description:
It was reported to baxter (B)(4) that an intermate sv 200 device had a pinhole in the tubing before use. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a leak was confirmed. The root cause was determined to be a surface cut on the device tubing. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.